Event description:
Patient underwent placement of the titanium low-profile single lumen port. About 4 months later, a chest x-ray revealed that the catheter had fragmented, embolized, and was present in the right ventricular outflow. The patient underwent a transvascular catheter removal by interventional radiology. The fragment was successfully removed and the patient tolerated the procedure. Patient returned to the operating room about 6 weeks later for removal of the original mediport and replacement with a new mediport. The patient tolerated the procedure well and was discharged the same day.